Event description:
During an in-clinic follow-up, an increase in pacing impedance, loss of capture (loc), decrease in sensing resulting in undersensing, and noise resulting in oversensing were observed on the right ventricular (rv) lead. A lead fracture was alleged but not confirmed. Provocative testing was performed and the lead noise was reproduced. The patient was hospitalized and the rv lead was capped and replaced to resolve event. The patient was stable.